Manufacturer narrative:
Follow-up #1: date of submission 02/16/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: there was no activity outside of the normal use observed in the black box or download history. The pump's audio bolus totals in the bolus history matched the bolus totals in the total daily dose history. Boluses were performed during testing and were accurately recorded in the pump histories.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was not recording boluses every other day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.